Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of loose clot thrombus. It was reported that the patient has lots of loose clot thrombus in the common aorta from the level of the renal arteries all the way to the aortic bifurcation. A long endurant cuff and an iliac limb were implanted in the common aorta from the level of the renal arteries to the aortic bifurcation. The case went well; however, two days later, it was reported that the patient had an infarcted colon which was attributed to the wires and catheter manipulations in the aorta and clotted her internal iliac artery and caused her colon to become ischemic. The decision was made to remove the colon, which was successful and the patient is recovering well after this surgery and has no other complications. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (emboli, infarction). Patient's condition affected effectiveness of device (loose clot thrombus). Unapproved use of device (not treating an aneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (loose clot thrombus). User error contributed to event (not treating an aneurysm).